Event description:
It was reported that the bur could not be inserted in the attachment. There was no patient involved in this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the bur unable to be inserted into the attachment was c onfirmed. The most likely cause of the failure was broken bearings in the attachment due to severe corrosion. G3: analysis performed date was used as the aware date for this report as it is being reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.